Event description:
"The plastic ring which attached the tether to adaptor broke off. This allowed the adapter to become separated from the defibrillator."

Manufacturer narrative:
The actual device was discarded by the hosp. This is the only complaint of this nature that has been filed for this device. We are unable to investigate this report. The device is have never been rec'd 09/20/05. The device(s) were discarded and will not be returned for eval.